Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have ben no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that two days following intraocular lens (iol) implant surgery, he has noticed that when he looks at a light of any kind there is a prominent streak of light that runs through vision from 2:00 to 8:00. His surgeon told him he is not concerned, that his eye was doing great and just needed time to heal. Additional info was received from the consumer who reported his surgeon told him that his lens has rotated off axis by 7 degrees. His vision has become blurry over the past week, and the streak of light has faded a little. The lens was repositioned. At the consumer's request, the surgeon was not contacted.